Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicating that the voltage was too low for the projected longevity. Technical services (ts) reviewed the reports and confirmed that the device exhibited premature battery depletion (pbd). Ts advised device replacement or a re-evaluation of the device's longevity in 90 days' time. The device remains in use. No adverse patient effects were reported.